Manufacturer narrative:
The biomedical engineer reported that multiple gz telemetry transmitters are in communication loss on the central nurse's station (cns). This is happening on all gzs on the .29 segment. This happened at 7:45 am and 8:15 am. This lasted for about 15 to 20 seconds. The biomed believes that the ip addresses used by the gzs could be the problem. He said that the gz ip range is (B)(6). Nihon kohden technical support (tech support) told them that they should not use the ip: (B)(6) as one of the ip addresses for the gz. He acknowledged this. He asked that we look into why the comm loss happened and if we can find out what ips are available on the .29 segment. He wants to re-ip these gzs and wants to move them higher ip in the ip address range. He is thinking about putting them at (B)(6) or higher. He asked if we could provide up with a list of 44 ips to use on their gzs for the .29 segment. Nihon kohden computer information technology systems support (cits) was not seeing a 29 segment on the t drive, reaching out to network team. Tech support spoke to the biomed to find out about their .29 segment. He said that they have a .29 segment, and they had an installer come on-site to assist them around march 4th. No patient harm was reported.

Event description:
The biomedical engineer reported that multiple gz telemetry transmitters are in communication loss on the central nurse's station (cns). This is happening on all gzs on the .29 segment. This happened at 7:45 am and 8:15 am. This lasted for about 15 to 20 seconds. The biomed believes that the ip addresses used by the gzs could be the problem. He said that the gz ip range is (B)(6). Nihon kohden technical support (tech support) told them that they should not use the ip: (B)(6) as one of the ip addresses for the gz. He acknowledged this. He asked that we look into why the comm loss happened and if we can find out what ips are available on the .29 segment. He wants to re-ip these gzs and wants to move them higher ip in the ip address range. He is thinking about putting them at (B)(6) or higher. He asked if we could provide up with a list of 44 ips to use on their gzs for the .29 segment. Nihon kohden computer information technology systems support (cits) was not seeing a 29 segment on the t drive, reaching out to network team. Tech support spoke to the biomed to find out about their .29 segment. He said that they have a .29 segment, and they had an installer come on-site to assist them around march 4th. No patient harm was reported.